Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced neurological symptoms. Char was also found on the tip of the electrode. Initially, it was reported that char was formed close to or on electrodes during an ablation procedure. A second device was used to complete the operation. There was no immediate adverse event reported. Additional information was received on 09-apr-2024 which indicated that the patient has experienced neurological symptoms since the procedure was completed. The system did not present any error messages. There was no issue related to temperature or flow on the catheter. Generator parameters: power control mode,30°c,power cut off was unknown. The noted temperature, impedance, and power was 22°c,50w. The impedance was unknown. Patient was anticoagulated, act was less than 300 and heparin 1000 was supplemented. The physician considered the amount of char to be excessive and a potential risk to the patient. It affects the success rate of surgery and there is a risk of thrombus falling off. The char was located on the tip of the electrode. The correct catheter settings were selected on the generator. Since it was indicated that the physician considered the amount of char as excessive, this has been re-assessed as a MDR reportable product malfunction with an awareness date of 09-apr-2024. In addition, this event is conservatively being coded as an adverse event since it was indicated that the patient had neurological impairment post procedure. However, it was not specific as to what symptoms the patient had. Follow up has been requested for clarification. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the picture provided by the customer, a solid carbonized material was formed close to or on an electrode of the catheter; however, during the analysis in the lab, no char, thrombus, or clot residues were observed. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31233275l and no internal action related to the complaint was found during the review. The thrombus/clot issue reported by the customer was confirmed. The potential cause of the issue cannot be established. In relation to the adverse event, no malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, the temperature does not rise, discontinue delivery of energy and check setup. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced neurological symptoms. Char was also found on the tip of the electrode. Initially, it was reported that char was formed close to or on electrodes during an ablation procedure. A second device was used to complete the operation. There was no immediate adverse event reported. Additional information was received on (B)(6) 2024 which indicated that the patient has experienced neurological symptoms since the procedure was completed. The system did not present any error messages. There was no issue related to temperature or flow on the catheter. Generator parameters: power control mode,30°c,power cut off was unknown. The noted temperature, impedance, and power was 22°c,50w. The impedance was unknown. Patient was anticoagulated, act was less than 300 and heparin 1000 was supplemented. The physician considered the amount of char to be excessive and a potential risk to the patient. It affects the success rate of surgery and there is a risk of thrombus falling off. The char was located on the tip of the electrode. The correct catheter settings were selected on the generator. Since it was indicated that the physician considered the amount of char as excessive, this has been re-assessed as a MDR reportable product malfunction with an awareness date of 09-apr-2024. In addition, this event is conservatively being coded as an adverse event since it was indicated that the patient had neurological impairment post procedure. However, it was not specific as to what symptoms the patient had. Follow up has been requested for clarification.

Manufacturer narrative:
E1. Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-may-2024, additional information was received, and it was indicated that the patient did not have a stroke. Therefore, the h 6. Health effect - clinical code has been updated from stroke/cva (e0133) to unspecified nervous system problem (e0139). This event is conservatively coded as neurological impairment. It is unknown if any intervention was provided and if the patient required extended hospitalization. The patient¿s status is also unknown. Additionally, the manufacture and expiration dates have been provided for the catheter with lot 31233275l. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).